Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative later reported that the physician left the ins in the same pocket, but added a suture through the fascia and header and pulled the pocket tighter. He tested the area before final close and the ins felt secure without much movement. It was clarified that the ins was never flipped, but was just uncomfortable for the patient. The por was cleared and the patient was able to connect with the patient programmer and program everything before they left the hospital. The cause of the por remains unknown. The representative has not heard from the patient with any concerns. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0rk3u, implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The manufacturer representative reported that an implantable neurostimulator (ins) pocket revision occurred on (B)(6) 2015, due to a flipped ins and pain at the ins pocket site. It is unknown when the device flipping and pain began. During the revision surgery, a power on reset (por) message was reported on the physician programmer. The por was cleared during the procedure but it is unknown if therapy was reestablished. No symptoms were reported to be associated with the por. The root cause and troubleshooting of the flipped ins and por and the patient outcome after surgery remains unknown. Follow up is being attempted to obtain this information. Should additional information be received, a supplemental report will be filed. The patient is indicated for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor.